Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 12. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling, bleeding, abscess, fistula and inflammation. No further patient complications were reported.